Event description:
On (B)(6) 2011, the patient contacted animas alleging that the felt hot to touch. The patient reportedly changed the battery a night earlier due to a low battery warning. At around 4:00 am, a replace battery alarm occurred. At that point, the patient noticed that the pump felt very hot. The patient denied suffering an injury because of the alleged issue. No physical damage to the pump was noted. This complaint is being reported due to the following conclusion: the patient claimed that the pump overheated. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not allege any harm or injury because of the reported issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: corrosion was noted inside the battery compartment and on the battery cap. The pump powered on normally and was exercised for five hours without overheating or alarms. The pump electrical current draws were tested and found to be within specifications. A leak test was performed and the battery compartment was found to have a leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.